Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Visual analysis confirmed the reported event. One of the device flippers fractured. The device was manufactured to the g revision. Patient factors did not contribute to the reported event. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been other similar reported events for this lot ID. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. The exact root cause cannot be determined at this time.

Event description:
Triathlon extramedullary tibial ankle clamp broke when removing the guide.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Triathlon extramedular tibia ankle clamp broke when removing the guide.